Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer blood glucose level was 592 mg/dl, 232 mg/dl and customer's blood glucose was 475 mg/dl at the time of call. Customer treated with manual injection. Customer was unable to perform troubleshooting at the time of call. The insulin pump will not be returned for analysis.